Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
(String came out) without the tampon- retained, vagina [foreign body in reproductive tract] . String came loose, came out without tampon [complication of device removal] . String came loose and came out [device breakage] . Case narrative: consumer reported via e-mail that her daughter was removing the tampon when the string came loose and came out without the tampon. No serious injury reported.